Manufacturer narrative:
The reported event of noise and low lead pacing impedance were not confirmed. As received, a partial lead was returned in five pieces measuring 5.6 cm, 4.6 cm, 2.9 cm, 2.7 cm ,and 63.1 cm, respectively. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductors due to procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for extraction of the right atrial lead due to low pacing impedance and oversened noise. The lead was explanted and replaced. The patient was stable prior to and during the procedure.